Event description:
Covidien kangaroo joey feeding sets (ref #763656) are not being manufactured in adequate supply to provide the appropriate therapy to the patient. The patient requires enteral nutrition (tube feeding) as the sole source of nutrition and hydration. The feeding sets are not available from the manufacturer. The manufacturer has offered substitute products (ref#773656) but these too are backordered and in very short supply. This has forced the home infusion supplier to provide another substitute product (ref#762055), also in short supply by the manufacturer, and these products do not hold the required volume of eternal formula. This results in the patient¿s caregiver having to get up in the middle of the night to refill the feeding set with formula. The risks to the patient include malnutrition and dehydration due to not receiving adequate nutrition and water according to the md order, as well as lack of necessary sleep. There are no other manufacturers for these products which forces all home infusion service providers to make these inappropriate and potentially dangerous substitutions. This manufacturer supply issue started in (B)(6) 2019 and is expected to last until (B)(6) 2020 according to covidien. FDA safety report ID # (B)(4).